Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic for an implant procedure. After the procedure was completed and leaving the procedure room, x-ray imaging performed on (B)(6) 2021 revealed that the right atrial (ra) lead had dislodged. No electrical issues were noted on the lead. The ra lead was explanted on (B)(6) 2021. The patient was stable throughout.